Manufacturer narrative:
Product analysis: reason for return was partially confirmed through analysis. There is a deviation between the stylus and the cursor on the screen (diagonally from the lower left to the upper right corner). Xy board (display/touchscreen) out of specification. Programmer was without the analyzer; missing plug could not be confirmed. No anomalies/problems observed or found; works normally. Xy board replaced with salvage part. Touchscreen connector re-seated, cleaned, reset parameters and calibrated. Software re-installed and updated. Device is cleaned. Programmer passed all electrical safety tests and final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after a twenty-five point calibration, the programmer was noted to be out of calibration again. In addition, there was a missing plug for the analyzer. The programmer was returned for service. No patient complications have been reported as a result of this event.